Event description:
It was reported that pump touchscreen became unresponsive and customer could no longer operate pump through display. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any troubleshooting, corrective actions, or support provided, and device was not being returned for evaluation.